Event description:
The patient presented to (B)(6) on (B)(6) 2013 with acute ischemic stroke and was enrolled into the therapy trial, randomized to IV tpa and ia intervention with the penumbra system. The primary occlusion was in the left ica supraclinoid and revascularization was attempted with the penumbra stroke system catheter/separators. Due to vessel tortuosity and clot composition, aspiration was unsuccessful. Additional revascularization was attempted with the solitaire device, which was also unsuccessful. During the procedure, the patient experienced cervical vasospasm reported as due to the advancement of the penumbra aspiration catheter through the guide catheter. It was reported as having "possible" relationship to the penumbra system and was resolved the same day. The principal investigator reported there was potential relationship to the device on (B)(6) 2013 and clarified the event information on (B)(6) 2013 via email and entry into the edc system.

Manufacturer narrative:
Vasospasm is a known and anticipated complication associated with these types of procedures. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device not retained.